Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 08/31/2016. Complaint for the g5 application not pairing could not be confirmed. The root cause could not be determined, post investigation.